Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that the during a procedure, the motor on the apsii shaver stopped working. The surgeon switched the case to an open procedure. Additional information provided 12/4/2019: this was an arthroscopic knee arthroscopy for acl repair turned open. The box was set at 300rpm.